Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet touchscreen was unresponsive, preventing use of the unlock feature and limiting interaction to viewing graph data despite confirmed up-to-date firmware, cleaning with alcohol, absence of a screen protector, high battery level, attempted stylus use, proper touch technique, device reset while on charger, and a second individual¿s attempt, which aligned with a device malfunction involving the user interface/display component. Symptoms included no adverse health effects and no change in blood glucose at the time of troubleshooting. Outcomes included provision of a replacement device and instruction to return the original, with user education that the replacement would start with a clean learning profile. Investigation included customer support-led troubleshooting and review of user-supplied video. Investigation of this device revealed persistent touchscreen non-responsiveness consistent with a hardware interface failure of the display/touch module that was not resolved by cleaning, reset, or user technique verification. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the touchscreen interface.